Event description:
It was reported that this artificial urinary sphincter (aus) presented a mechanical issue. Imaging was performed, but the reason for the mechanical issue was not confirmed. The aus was explanted and replaced. There is no additional information reported.